Event description:
Aerobic culture bottles on two separate occasions with two separate kurin devices did not flow blood properly, slow drips if any but when the anaerobic bottles were connected, they flowed really well on both occasions.